Event description:
Caller reported a cartridge alarm issue with the pump, indicating a high blood glucose level, although the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus using the pump. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer will continue with the current pump and use multiple daily injections if needed. Instructions were given to return the problematic pump, and a replacement pump was sent to the customer, who was advised to program settings and connect their cgm to the new device.